Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image error, the color was strange, and a blackout occurred when the connector section was moved. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had an image error, the color was strange, and a blackout occurred when the connector section was moved. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device evaluation was performed and the customer's allegation was not confirmed. The device was evaluated and it was determined that the product met the specifications. A device history record (DHR) review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): precautions for use (warning): if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. If the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. If for some reason the endoscopic image disappears or does not return from the frozen state during endoscopy, or if the focus or zoom cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the system still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the endoscope's eyepiece, slowly pull the endoscope away from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.